Event description:
It was reported that during the implant of a transcatheter valve, upon the first deployment attempt, the valve was recaptured due to a shallow implant depth of approximately 1-2 millimeters (mm). Upon the second deployment attempt at a depth of approximately 4 mm, the electrocardiogram (ECG) showed complete heart block (chb). Following the implant procedure, the chb persisted and a pacemaker was implanted.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID evfxplus-26; product lot/serial number (B)(6); product type: heart valve; implant date (B)(6) 2025 select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the permanent pacemaker was implanted the same day as the valve implant procedure.